Manufacturer narrative:
Additional information has been requested. Implanted approx four months ago. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. A device history record review has been requested.

Event description:
On (B)(6) 2011, the pt was taken to the operating room for revision of a broken tfn nail, left femur. The nail was broken at the distal locking hole level. Surgeon indicated the nail had been placed at another facility and had only been in the pt for approx 4 months. During revision, the nail was removed with no problems, surgeon noted pus at the site. Surgeon reamed with ria and a 14mm long nail was re-implanted.